Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the upper buttocks on (B)(6) 2021. The patient¿s mother stated after removing the sensor in the morning, she noticed something that looked like a pimple at the insertion site. By the afternoon, it had become larger, red and tender. They went to the hospital, where it was diagnosed as an infection at the insertion site. The patient was prescribed amoxiclav (oral antibiotics) to take for a week and was discharged home without being admitted. At the time of the report he was feeling fine. No additional patient or event information is available.